Manufacturer narrative:
Visual inspection: device was inspected and observed that the knob was jamming on the handle. Functional inspection: higher force was used to unthread the knob from the handle, but it was not successful. Complaint history records were reviewed for this lot, and three similar complaints were identified. Everest mi surgical technique: loading set screw on driver attach the set screw to the provisional split driver by first rotating the proximal dial of the driver counter-clockwise to the open position. Engage the split tip of the driver with a set screw and rotate the proximal dial clockwise to secure the set screw to the driver. Set screw insertion, rod reduciton, & provisional tightening option 1: rod reduction with set screw driver only insert the set screw down the extension tabs and into the implant housing. The set screw will engage the built-in threads within the screw housing which will allow up to 25 mm of rod reduction. Thread the set screw between the extension tabs until the rod is secured within the tulip. Note: the stabilization tube or the black sleeve can be used to ease set screw reduction and simultaneously reinforce the tabs. Option 2: rod reduction with reduction tunnel if more than 25 mm of rod reduction is needed, the tab reduction tunnel may be utilized to provide a total of 35 mm of reduction, while simultaneously reinforcing the tab. Slide the instrument down towards the screw head until the instrument engages with the reduction slots on the exterior of the extension tabs. Once engaged, rotate the proximal knob clockwise to begin reduction. External markings on the tab reduction tunnel provide a reference for needed depth until the rod is fully reduced. Attach the set screw to the provisional split driver and insert it into the cannula of the tab reduction tunnel and into the implant housing. Similar complaints for (B)(4) were reported among different lot numbers and the plausible root cause has been identified as user error.

Event description:
It was reported that an everest mi provisional split driver was "found broken in tray" intra-operatively. Upon review of the returned device, it has been determined that the driver knob had jammed. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.